Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated emi. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was interaction between the implantable cardioverter defibrillator (ICD) and the patient¿s cardiac contractility modulation (ccm) resulting in electromagnetic interference/noise and lead integrity alerts (lias) on the right ventricular (rv) channel due to sensing integrity counter (sic) and rv pacing impedance variation. Review of the remote monitoring transmission showed intermittent jumps in pacing impedances and sic accumulation since the ccm was implanted. It was reported that the ccm was previously reprogrammed which caused further increases in sic. High rate non-sustained episodes showed one (1) beat of oversensing associated with ccm therapy that occurred late in the qrs complex. It was also noted that the rv blanking period was extended to cover the ccm signal. The ICD remains in use. No patient complications have been reported as a result of this event.